Event description:
Procedure type: according to the reporter: handle failed to complete firing both a n egiatrs60amt and egia60axt reloads. The reloads were articulated approximately 15 degrees and closed. The blade was activated, began advancing, slowed and then stopped. The assistant waited for 15 seconds and attempted to fire again. The blade moved a short distance and then stopped. This process was repeated twice. Ultimately the sleeve was completed with an egiaultra and egia60amt reloads without reports of abnormal resistance while squeezing the handle. Current patient status: during inspection it was determined that there were no staples running across a small segment of the staple line. The surgeons over-sewed that area, tested for leaks (air/irrigation), placed a drain (not typical) and closed.

Manufacturer narrative:
(B)(4).